Event description:
It was reported that the system displayed an interlock error message, which would cause the system to shut down on its own, or prevent it from booting up. No patient injury was reported.

Manufacturer narrative:
A ge service representative evaluated the system and replaced the hard drive and reloaded software. The system operates as intended.